Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in the mildly tortuous and moderately calcified first right posterolateral segment. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.